Manufacturer narrative:
Continuation of d10: dtpa2qq crtd implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient of hearing a high/low patient alert tone approximately every four hours. The patient noted that the physician has lowered the lead integrity alert (lia) parameters, so the alarm doesn¿t continue to reengage every month. The patient said that to their knowledge the alarm has been lowered twice within the last seven months. The patient also noted that the lead readings dropped below two hundred sporadically. The patient reported that the lead integrity alarm was lowered again below two hundred. The has been experiencing ventricular tachycardia (vt) episodes and the patient noted that the physician are still wondering if it is the vt or the lead integrity alert (lia) triggering the alarms. The patient also noted that noise was seen on the scan especially when they were moving their arms. The lead remains in use. No patient complications have been reported as a result of this event.